Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.A review of the Device History Record has been completed. No deviations or non-conformances noted.Reason for reoperation: Deflation.